Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) had air bubbles trapped in between the pin of the right ventricular (rv) lead and the device header shortly after implant. Noise was present on the rv egm which lead to pacing inhibition greater than 2 beats/2 seconds. There were approximately ten episodes of intermittent pacing inhibition. Sensitivity was adjusted but it was still not being sensed. The issue subsided prior to discharge the following day. A boston scientific crm technical services (ts) consultant discussed reminding the physician about proper lead insertion technique and to allow effective "burping" of the seal plug.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. (B)(6) years later, new information was received indicating this patient had recently passed away. Paperwork was filled out by an embalmer stating the cause of death was unknown and unwitnessed. There were no allegations that the device caused or contributed to the patient's death. The device has since been returned and is currently being analyzed in our post market quality assurance laboratory. When analysis is complete, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.